Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pumps alarmed with tubing issues. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10:no product was returned however the pumps operators manual indicates the pump may alarm or appear that the device is not functioning properly for various reasons, many of these are alarms to alert the user of a certain condition or event such as an occlusion or depleted battery and do not necessarily mean there is a problem with the functioning of the device. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing device history record review was not performed. Service history review identified this device has not been in for service previously for a related problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4) corrected data: correction: d4: model number: 7400